Event description:
It was reported that bd syringe oral 10ml clear contained foreign matter. Verbatim: complaint via phone. Pir attached. Case description: a customer reported the presence of an oily substance in the plunger area, specifically at the tip of the syringe. This issue has been observed in approximately 300 units, affecting both the 5ml and 10ml oral syringes. The customer expressed uncertainty about whether this condition is normal or expected. Product: 10 ml bd clear oral syringe / 5 ml bd clear oral syringe ref#: 205219 10ml / 305218 5ml lot#: 6022380 / 5094919

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.